Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Event description:
During the analysis of a returned homechoice device an increased intra-peritoneal volume event was identified in the event log. This occurred during drain cycle four. The event occurred on (B)(6) 2014 at 06:18:47 with a drain volume of 3319 ml. No additional information is available..